Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. On the same day separate surgery the lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. Duplicate complaint. See MFR report # 2023826-2024-02941. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5-a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. The lens was implanted and removed intraoperatively. In a separate visit a shorter length lens was implanted. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6- health effect- impact code (f): "4627" should be removed and "2199" should be added. H6-medical device problem code (a): "2993" should be removed and "3189" should be added. Claim# (B)(4).